Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer report of 'failed the downstream occlusion test at 20.85 pounds per square inch (psi)', which was reproduced. The device was tested for downstream occlusion detection and was unable to detect the occlusion within expected pressure limits. The reported condition was verified. The cause was determined to be the force sensor calibration out of range and the downstream tubing guide required adjustment to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test at 20.85 pounds per square inch (psi). There was no patient involvement. No additional information is available.